Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the controller error alarm was communication anomaly between the optical pressure measuring unit and the main computer.

Event description:
Clinician narrative an impella 5.5 was inserted via the right axillary/subclavian artery in a 75-year-old male who presented for electrophysiology ablation. The patient had a prior history of coronary artery bypass grafting, known coronary artery disease, and diabetes mellitus. The patient developed cardiogenic shock (scai stage e) requiring inotropic support, vasopressor therapy, and mechanical ventilation for respiratory support. During support, repeated controller error alarms were reported. Due to the frequency of the alarms and concern from the medical team regarding hemodynamic instability and console reliability, the decision was made to exchange the controller console. The controller was removed from service and replaced. The instructions for use provide guidance for standard troubleshooting in the setting of controller alarms, including assessment of connections, power sources, and system checks, and recommend console exchange if alarms persist or reliability is in question. The patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Related medical device reports: this automated impella controller device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device reports on the impella cp and impella 5.5.